Event description:
It was reported that the device would not operate on battery power. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and observed that the battery was missing. A new battery was installed and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.